Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that: "on a patient of (B)(6) years hospitalized for a complicated fracture of the left humerus. During the nailing of the humerus and in particular at the time of introduction of the nail, the two parts of the positioning jig have dissociated (the central part and the arm). Surgery more complicated for the surgeon and operative time is longer in order to allow the target. The nail has nevertheless been implemented. " no further patient complications have been reported as a result of this event.